Manufacturer narrative:
This is a non-us report that occurred in (B)(6). The product involved is not sold in the us; however, it is similar to the u by kotex click tampons with 510k number k172118. A visual inspection of the returned sample was conducted and observed the string was missing from the pledget. The cause was likely due to the manufacturing/assembly process.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string was missing from a tampon. She noticed prior to use and did not use this tampon. No additional information was provided by the consumer.